Event description:
It was reported that during the implant procedure there was placement difficulty because the helix of the lead was not able to be extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.